Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after approximately 36-48 hours of pod wear on the arm. No specific blood glucose levels were reported. The patient reported developing symptoms including vomiting, loss of consciousness, and unresponsiveness. He was subsequently hospitalized and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin, potassium, saline, and magnesium. The patient remained hospitalized for approximately 12 days and was discharged on (B)(6) 2026.